Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo, and a back valve drip was observed. It was noted in the hub section, a small drip, after the three-way stopcock was flushed. There was no patient consequence. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis showed no damage or anomalies on the device hub. An irrigation test was performed, and water leakage was observed. A microscopic examination of the hemostatic valve surface showed stress marks close to the star section. A device history record was performed for the finished device number lot 60000461 and no internal action related to the complaint was found during the review. The hub leakage reported by the customer could be related to the hemostatic valve failure observed during the analysis; therefore, the customer complaint was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a back valve drip was observed. It was noted in the hub section, a small drip, after the three-way stopcock was flushed. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).